Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 67 mg/dl. The customer stated that they rewound to the stick that broke. The customer stated that the pump made a noise and it cracked. The customer reported damage to the bottom of the drive support cap. The customer will be sent a replacement pump. The customer will return the pump for analysis.